Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarms was identified in the event history log. Any patient injury or medical intervention is unknown since this item was found during evaluation of the device. No additional information is available.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received, a follow up will be sent. The lower auxiliary flex assembly and spectrum upper auxiliary sub-assembly were replaced.